Event description:
The patient reported: the aligners I'm wearing right now don't fit. Clinical review: the patient was asked to send in photos of the aligners and is rescheduling a teams meeting. (B)(6) 2024: the patient has been resting for 2 weeks due to a posterior open bite, with very slight improvement noted. The patient has been advised to rest for an additional 2 weeks. 10/4: the patient's posterior open bite has resolved, but their aligner fit is still poor around tooth #1 0. The patient feels they have not made much progress and believes they need a refinement after the rest period to achieve an optimal aligner fit. The patient expressed a preference for braces and requested a refund.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.